Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Results in memory were 81mg/dl on (B)(6) 2013 at 8:27am, 74mg/dl on (B)(6) 2013 at 5:59pm, 67mg/dl on (B)(6) 2013 at 8:04am, 78mg/dl pn (B)(6) 2013 at 10:55am, 74mg/dl on (B)(6) 2013 at 5:58pm. Caller states his glucose is normally 110mg/dl. No adverse event reported.